Manufacturer narrative:
The ics patient historical database was not available for continued investigation. The fse went on-site tested all products and passed, including both visible and audible alarm notifications. No failure found. There is not enough information available to determine that a malfunction occurred during this complaint episode. If additional information is provided spacelabs will reassess the investigation. This investigation is considered complete and close. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2020 the fta - nurse manager reports we had a patient that had a lot of vtach which started at 1:25 am on (B)(6) 2020 and the system did not register the vtach right away, instead we got a vrun and a high rate alarm and subsequently we got the expected vtach alarm.